Event description:
The plastic hub of catheter was found on the bed. The catheter became unattached from the proximal lumen of the catheter. A clean break was noted. No adverse outcome to pt. Catheter clamped and removed. A new catheter was inserted later that day without problems.